Event description:
It was reported that the patient had been having frequent falls and was in need of an MRI. The falls were not related to her pain stimulation therapy and were pre-existing. It was stated that sometimes when she leaned into the refrigerator or next to the microwave in her kitchen she felt a momentary "sting" sensation in her lower back. This only happened intermittently. It was further reported that the patient had received assistance from her doctor or medtronic representative and her concerns had been resolved. It was also stated that the patient was still having concerns regarding her device or therapy but she was working with her doctor or medtronic representative. Appointment dates noted were (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3550-39, lot# n383629, implanted: (B)(6) 2013, product type: accessory. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).